Manufacturer narrative:
A customer technical support (cts) assisted the customer with troubleshooting. Leak on the floor was coming from the mc side of the instrument. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a leak and blocked reagent heater tubing. The fse replaced the tubing and cleaned cup assembly. The fse primed the system and calibrated all mc reagents with no errors. The fse ran qc for all chemistries and results were in laboratory ranges. The leaking hardware, addressed by the fse, is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that they have phosphorus (phosm) calibration failure on synchron lx I 725 clinical system, and that modular chemistries (mc) side is leaking. No injury has been reported in connection with this event.